Event description:
The customer reported that during a procedure, the device could not be reopened while applied to patient tissue. It is unknown how the device was removed from the tissue. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of initial report : 02/09/2015. Date of follow-up report : 03/23/2015. One used device with the cord cut off was returned and evaluated. Visual inspection found no defects. The jaws were not stuck shut and the handle was latched and unlatched without difficulty. The jaws opened and closed normally when the handle was activated. The knife was activated on a silicone test strip and the results were acceptable. The investigation found the device to function normally and within specifications. A device history review was completed and no entries pertinent to the customer's report were noted. Covidien could not confirm the customer's report.